Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
The patient was implanted with stryker variax hand plate (57-15316) in (B)(6) 2015 in the 2nd and 3rd metacarpal bone,then the variax plate was found broken in the hospital review process. Did not use any other device to replace.